Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
A report was received that alleged that the fifteen millimeter connector broke away from the tube shaft after use with an anesthesia bag. It is unknown how the tube had been in situ prior to fix event. Replacement was required. No incident related medical sequela.